Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. However, investigation results indicate that component failure was the most probable cause of the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope distal end (c-cover) was found to have a burn. There was no patient involvement.